Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced and inappropriate or unexpected reset while still being in its original packaging. There was no patient involvement.

Manufacturer narrative:
The reported event of reset was confirmed. The cause of the backup operation was determined to be due to the device exposure to cold temperature. After the device was restored, functional testing was normal with no other anomalies found.